Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 10:00 pm. The patient reported obtaining blood glucose readings of ¿208 and 77 mg/dl¿ with the subject meter and ¿156, 148 and 42 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the mss that he tests his blood glucose 4 times a day and that he manages his diabetes with lantus insulin (50 units morning and night) and novolog insulin (20-30 units before each meal adjusted according to blood glucose results). The patient stated that 1 hour prior to the start of the alleged issue he developed symptoms of ¿sweating and shaking¿. The patient claimed he treated himself on (B)(6) 2216 at 10:00 pm with glucose tablets, honey and ginger ale. The patient claimed his blood glucose was tested on another device (freestyle) on (B)(6) 2016 at 10:00 pm and a result of ¿42 mg/dl¿ was obtained. During the follow-up call, the patient claimed the last result he had obtained with the subject meter prior to the onset of symptoms was around ¿80 mg/dl¿ just before dinner. In response to the result, the patient claimed he took an unspecified dose of insulin based on the meter reading. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.